Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. A new lead with different model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Testing was completed to assess lead electrical performance and stylet insertion test. Measurements throughout these tests were within normal limits and passed without issue. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.